Manufacturer narrative:
The full patient identifier is (b(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted air in the line at the substrate pump valve. The fse replaced the substrate pump valve and performed a system check which passed within specifications. The customer noted erroneous results post valve replacement; the fse returned to the customer site on (B)(6) 2020 and performed substrate decontamination. Erratic results were observed post-decontamination and fse coordinated with customer to decontaminate system again. After decontamination, customer noted their quality control was passing within acceptable limits. System performance was verified with a beckman coulter national product support specialist. In conclusion, the cause of the non-reproducible high access intact pth results is a hardware malfunction.

Event description:
The customer reported obtaining erroneous elevated pth (access intact pth) and vitamin b12 (access vitamin b12) results for six patients on the laboratory's dxi 600 immunoassay analyzer (part number a71461 and serial number (B)(4)). No patients were reported to have had a change to patient treatment based on the erroneous access intact pth or vitamin b12 results. This report addresses the erroneous elevated pth result for the patient identified as patient 2. The initial access intact pth result was 1061.0 pg/ml. The corrected result was 70.0 pg/ml. The customer did not provide normal reference ranges or expected values. The beckman coulter access intact pth normal reference range is 12-88 pg/ml. Calibrations were passing within specifications at the time of the event. The customer did not supply quality control information for access intact pth or vitamin b12; however, the customer reported that quality control for other assays was outside of ranges at the time of the event. A beckman coulter field service engineer (fse) was onsite on the date of the incident for a customer report of substrate dispense errors. The fse observed air in the substrate line. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer.